Manufacturer narrative:
The technician replaced the siderail to repair the bed.

Event description:
Information received indicates, the left head siderail is broken at the rotation point and not latching in the up position.